Event description:
Info reported to davol fa via maude event report (B)(4) submitted by patient: in 2004 - patient had a ventral hernia repair with another mfrs' mesh and a bard composix mesh. In 2011 - patient underwent emergency surgery to repair hernia. The patient reported the md told her the mesh was infected. A fallopian tube was removed. Pt experienced pain and had wound vac dressing treatments for 6 weeks.

Manufacturer narrative:
Based on the info reported to davol, the patient underwent a ventral hernia repair with a composix kugel mesh and a second non-bard mesh in 2004. The pt reportedly developed an infection seven years later that required the mesh to be explanted. No medical records have been provided and no sample has been returned. However, infection is listed as a possible adverse reaction in the product's instruction for use. The IFU states that if an infection develops, it should be treated aggressively. Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all patient, event, and device info davol has received to date.